Manufacturer narrative:
The hill-rom technician found all four casters caster supports and two brake casters inoperative. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced all four casters caster supports and two brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account on the 2nd floor. There was no patient/user injury reported. (B)(4).